Manufacturer narrative:
The returned cable was evaluated. The cable failed visual inspection due to a torn outer jacket at the bend relief area of the rd15 connector. The torn outer jacket was most likely due to cleaning solution. During evaluation the cable passed all functional testing. The cable was determined to be functioning as designed.

Event description:
The customer reported: "cable splitting at casting of sensor connection end; therefore causing intermittent readings, dropping out signals, and issues overall with monitoring effectively and accurately." No patient impact or consequences were reported.